Manufacturer narrative:
This wheel chair model m51psemired sn (B)(4) was manufactured in jan 2010 and invoiced (B)(4) 2010 for shipment to the consumer. The device has been in use for 1 year and 5 months. The consumer is a (B)(6) female. She was having difficulty getting repairs made by her local dealer, so therefore, she contacted invacare directly. Invacare labeling states in the m51 owner's manual pn 1125085 , page 5 "wheelchair user: as a manufacturer of wheelchairs, invacare endeavors to supply a wide variety of wheelchairs to meet many needs of the end user. However, final selection of the type of wheelchair to be used by an individual rests solely with the user and his/her healthcare professional capable of making such a selection." In addition, page 10 states: "performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the chair and to surrounding property. After the wheelchair has been set-up, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." Sometime after (B)(4) 2010, the electronics on this device were reset since the consumer felt the speed was too fast. The wheel chair is now at a dealer location and not in use. No RMA has been issued to date. The consumer suffered minor bruising from hitting walls.

Event description:
The consumer alleges the joystick gets stuck and makes the chair drive erratically and in circles. The consumer alleges this has caused her to run into walls at her house and almost threw her from the chair. No serious injury is alleged.

Manufacturer narrative:
(B)(4) issued mfg report # 1525712-2011-00390. The component, joystick model #1127291, serial number (B)(4) was returned for an inspection after the dealer had reprogrammed it. Dirt and debris were caught in the button crevasses and the inductive template was not seated correctly. A foreign substance inside the joystick (e.g. Liquid or other conductive material) could cause unpredictable commands from the joystick. A functional test was completed on the joystick, and no problem was found. There was no indication of a product malfunction. Information indicates that the chair was most likely programmed incorrectly for the consumers needs. Chair is not programmed aggressively by the manufacturer. The joystick was also in need of maintenance. This wheel chair model m51psemired, sn (B)(4) was manufactured in jan 2010 and invoiced (B)(4) 2010 for shipment to the consumer. The device has been in use for 1 year and 5 months. The consumer is a (B)(6) female. She was having difficulty getting repairs made by her local dealer, so therefore, she contacted invacare directly. Invacare labeling states in the m51 owner's manual pn 1125085 - page 5 "wheelchair user: as a manufacturer of wheelchairs, invacare endeavors to supply a wide variety of wheelchairs to meet many needs of the end user. However, final selection of the type of wheelchair to be used by an individual rests solely with the user and his/her healthcare professional capable of making such a selection." In addition, page 10 states: "performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the chair and to surrounding property. After the wheelchair has been set-up, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." Sometime after (B)(4) 2010, the electronics on this device were reset since the consumer felt the speed was too fast. The wheel chair is now at a dealer location and not in use. No RMA has been issued to date. The consumer suffered minor bruising from hitting walls.

Event description:
The consumer alleges the joystick gets stuck and makes the chair drive erratically and in circles. The consumer alleges this has caused her to run into walls at her house and almost threw her from the chair. No serious injury is alleged.